Manufacturer narrative:
Concomitant medical products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 3998, lot# j0454522v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s device was nonfunctional. The patient was to have an MRI. Additional information from the patient¿s physician was attempted, but the issue had not been reported to them. If additional information is received, a follow up report will be sent.